Event description:
On (B)(6) 2026, a sales representative reported via email that during a biceps procedure an ar-3681 fibertak button experienced an issue after insertion. While preparing the biceps, the fiberloop was being passed through the shuttle link when the link snapped at the anchor, rendering the device unusable. The anchor was subsequently removed from the bone by rocking it back and forth. A replacement ar-3681 fibertak button (lot #15581324) was then inserted using the same drill hole, and the shuttle sutures functioned as intended, allowing the procedure to be completed without further issue. There was no reported patient harm. Additional information was received on (B)(6) 2026: during a subpectoral biceps tenodesis, the first attempt to pass the fiberloop through the shuttle link resulted in the fiberloop snapping; no prior passes had been completed. Mild resistance was reported as the suture approached the anchor, though it was not significant. Following the failure, the detached portion of the shuttle link was retrieved and placed on the back table, while the remaining segment was removed during explant of the anchor. The anchor was inspected after removal and showed no visible damage or deformation. The procedure was delayed by approximately 90 seconds to remove the original anchor and place a replacement in the same bone hole. No additional anesthesia was required due to the brief delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.